Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 480 mg/dl at the time of incident and current blood glucose level was 250 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Customer also reported that the reservoir had leak from barrel or o rings. Customer stated that the insulin pump was expose to moisture. Customer stated that there was not an air bubble in the reservoir. Troubleshooting was performed for leak. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis and reservoir will be returned for analysis.